Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and they would use an alternate insulin delivery method in the meantime. The customer acknowledged instructions on returning the malfunctioning pump and putting it into storage mode before its return.